Manufacturer narrative:
Spacelabs was not allowed access to the equipment. There was no bedside monitor waveform printout or data available as the patient data had been purged by the hospital and the monitor was being used to monitor a new patient. All waveform and alarm data in the full disclosure system were correct. The hospital's staff has stated that alarms were disabled for this bed during the code and no monitoring equipment failure is alleged. The hospital is continuing to use the equipment to monitor patients. We consider this issue closed.

Event description:
A hospital reviewed full disclosure patient trend data for a patient that had coded and died, and noted what appeared to be an spo2 saturation level drop that did not generate an alarm.